Event description:
It was reported that after use with a bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes there were erroneous sodium, potassium and chloride results. It is unknown if erroneous results were released and there was no reported patient impact. The following information was provided by the initial reporter: hospital in reading pa is having issues with random ise with na >200, k >10 and cl >200 on their au5800. At first we were looking at an instrument issue but they we realized the same thing was happening on both of their analyzers. The issue just started about 2 weeks ago. Our service came in and did some updates to the ise hoping to resolve the problem but they are still having it happen randomly. Is there any chance it could have anything to do with the sample handling of the tubes? The tubes they are using are lithium heparin 4.5 ml, lot 0100296 exp 4/30/2021." Additionally, on (B)(6) 2020, the bd sales consultant provided the following additional information: spoke with the customer, and she stated that the problem appears to be resolved. The ise parts were replaced and the problem has not happened again. The customer stated that she does not need to be contacted for further discussion, as the problem is resolved. She will contact us if necessary.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Technical service contacted the customer and the problem appears to be resolved after parts were replaced on their ise. Bd was not able to identifiy a root cause for the indicated failure mode related to our product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after use with a bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes there were erroneous sodium, potassium and chloride results. It is unknown if erroneous results were released and there was no reported patient impact. The following information was provided by the initial reporter: hospital in reading pa is having issues with random ise with na >200, k >10 and cl >200 on their au5800. At first we were looking at an instrument issue but they we realized the same thing was happening on both of their analyzers. The issue just started about 2 weeks ago. Our service came in and did some updates to the ise hoping to resolve the problem but they are still having it happen randomly. Is there any chance it could have anything to do with the sample handling of the tubes? The tubes they are using are lithium heparin 4.5 ml, lot 0100296 exp 4/30/2021." Additionally, on 2020-09-02 the bd sales consultant provided the following additional information: spoke with the customer, and she stated that the problem appears to be resolved. The ise parts were replaced and the problem has not happened again. The customer stated that she does not need to be contacted for further discussion, as the problem is resolved. She will contact us if necessary.